Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 24-year-old caucasian female patient underwent a breast surgery with implantation of a 375cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient is experiencing hypoglycemia, vertigo, blood clots, systemic inflammation, weight loss, nausea, breathing problems/asthma, chronic fatigue, gastritis, migraines, hair loss, and insomnia. Additionally, her left breast has doubled in size with pain, inflammation, and bumps surrounding her left incision site. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-07798 for the contralateral event.